Manufacturer narrative:
The package insert states "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The root cause of this event cannot be conclusively determined with the available information, however a potential cause is excessive force (torque) was applied. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The surgeon reported that a screw head snapped off of a ribfix blu screw during a case. He stated that he was putting the screw in manually to finish locking the screw to the plate and the screw head snapped off at the level of the bone. He left the post of the screw in the bone. The surgeon stated the screw was already seated and since it was the last of the screws to be implanted and the plate was already fixated he did not make any attempt to remove or replace the broken screw.